Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed both the infusion set and cartridge. No additional information was received regarding the outcome of the event.